Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing fluctuating blood glucose (bg) levels (80-300 mg/dl) during the later part of the day. Correction boluses were delivered to address the bg level. The customer was not sure what was causing the fluctuation. As the event occurred in the past, tandem customer technical support (cts) was unable to troubleshoot. Cts advised the customer to discuss the event with a healthcare provider.